Event description:
Patient called tech support to having severe drain pain in drain 2 of 5 of the ccpd treatment. Patient reported there is blood in this drain lines. Patient was advised to disconnect and go the emergency room (ER). Patient's pd nurse stated the patient went to the ER due to abdominal pain and the discolored drain. Patient was admitted to the hospital and treated for peritonitis. Pd effluent cultures showed a (B)(6) infection. Patient has since been discharged and continues peritoneal dialysis. The pd nurse reported she reviewed the possible causes of the peritonitis and believed it was related to touch contamination with no specific product. There were no fluid leaks.

Manufacturer narrative:
A medical review was performed on the information provided. The patient had called regarding drain pain and hemoperitoneum, then was admitted to the hospital for peritonitis. There was no reported malfunction of the device which could have caused the infection. The device is currently undergoing an evaluation and a supplemental report will be submitted. Multiple attempts to obtain medical records from the clinic have been unsuccessful.